Event description:
Long term indwelling double lumen dialysis catheter was noted to have a cracked outer sheath between hub of catheter and insertion site of catheter. Catheters and sites are cleansed and prepped with betadine solution as per MFR's recommendations. Anecdotal comments by staff indicate that four catheters were replaced on different pts since 2003. These pts have had their catheters implanted at a different hosp.